Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and it was confirmed that there was no lead migration. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing abdominal discomfort after 30 minutes with the device on and would get electrical sensation when coughing or sneezing. No device malfunction was suspected. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing abdominal discomfort after 30 minutes with the device on and would get electrical sensation when coughing or sneezing. No device malfunction was suspected. The patient will undergo an explant procedure.